Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt wobble. It was observed that the right ventricular (rv) lead exhibited high and undefined impedance on both unipolar and bipolar configurations. Lead noise was also observed on the rv lead and fracture was suspected. The implantable pulse generator (ipg) exhibited a low pacing rate also. Intervention was planned and during procedure to investigate the rv lead issues, the lead was removed and inspected and when the surgeon tried using a pinch-on tool to see if the tip screw of the rv-lead would return the screw did not change. On reattachment of the leads to a new ipg all leads parameters were favorable. The rv lead remains in use and the patients original ipg was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/ noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.